Manufacturer narrative:
A boston scientific technical services consultant recommended troubleshooting techniques which resulted in a successful device interrogation and transmission. Normal device operation was confirmed and the presenting data showed normal sinus rhythm. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after a syncopal event. The caller was experiencing difficulty with device interrogation and transmission. No adverse patient effects were reported.